Event description:
While the pt was being suctioned the staff noted that the trach was broken with a portion inside the stoma and a portion outside. The pt required scoping to remove one portion of the trach.